Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5092719) that a female patient of unknown age, and race underwent unspecified breast surgery with 475cc mentor smooth round moderate profile on both sides on (B)(6) 2014. Now this patient experienced brain fog, cognitive function, hair loss, rashes, memory loss, vaso-vagal syncope, could not drive and had to quit her job, lymph node swelling, and infection. The patient had the lymph nodes removed. The test came back negative. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s side implanted with catalog number 6427883.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report is for the patient¿s side implanted with catalog number 6427883. Manufacturer¿s reference number:(B)(4).